Event description:
It was reported that the right ventricular (rv) lead experienced a lead fracture, high thresholds, high impedance and no capture at the maximum output. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.